Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, when securing the mesh, 10 tacks already fired, then surgeon went to staple and the sheath bent. The device blew apart when inserting the tack. They cannot get the trocar off of the tacker as well. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device with 15 tacks. Visual and photographic inspection of the instrument noted the tube shaft was broken. Additionally, the instrument was received with the trocar attached to the shaft of the device. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.